Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device. They verified that unit was fully charged upon arrival; ran unit under full load with a starting voltage of 26.8; unit ran for greater than 90 minutes, in accordance with specification; checked for switch and power cord functionality. The technician was not able to duplicate the reported failure. (B)(4).

Event description:
Reference importer # (B)(4).